Manufacturer narrative:
Despite efforts, additional information could not be obtained. This report will be updated should further information be received.

Event description:
Boston scientific received information that a right atrial (ra) lead pace impedance could not be obtained via this device. Boston scientific technical services (ts) provided suggestions for obtaining a measurement using asynchronous pacing. A measurements was then successfully obtained. During the conversation with the field representative there was a discussion over concern regarding ra capture as atrial sense events were observed during device blanking following ap vp. No adverse patient effects were reported. This system remains in service.